Event description:
In 2007, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. A final angiogram demonstrated unintentional covering of the pt's left hypogastric artery by the trunk ipsilateral leg component. The pt was reported to have tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.